Manufacturer narrative:
Sample was received for evaluation. The root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. The abnormal polarization of the valve magnets was probably caused by an exposition of a too strong magnetic field. Further details in chpv MRI testing conducted per research report (B)(4). No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue (is/not) confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve would not change settings and was revised. The valve was implanted to the patient. Doi and initial setting were unknown. The surgeon attempted to change the setting. However it could not be changed. Therefore a revision surgery was performed. The patient is recovering well.